Manufacturer narrative:
Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the cracked and bleeding lcd glass. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high readings, display anomaly and damage on the insulin pump. Customer's blood glucose value was 461 mg/dl. The customer stated that the screen has a glitch and there is a pixel black dot. The customer stated that the bottom middle of the screen is damaged. The insulin pump will be returned for analysis.